Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review: analysis of images. The complaint for delivery system and/or guidewire perforation of atrial/ventricular wall was confirmed with objective evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that the sustained guidewire pressure with the right ventricular (rv) wall during the index evoque procedure was likely the primary cause of the ventricular perforation contributed to the reported event. Internal review of procedural fluoroscopy showed the guidewire deformation, including a 90 degree bend in the atrium prior to crossing the tricuspid annulus, compression of the distal curl, and a twisted wire configuration consistent with wire pressure and possible interaction with apical anatomy. Review of limited procedural tee confirmed the rapid development of the effusion following visualization of a catheter/guidewire across the valve, although the exact rv perforation site could not be captured. Fluoroscopy images further demonstrated evidence of guidewire pressure prior to capsule gap. No device malfunction was identified. The delivery system and guidewire functioned as intended, with no evidence of structural failure or device defect. The injury was attributed to procedural handling, specifically sustained high guidewire pressure during delivery system positioning, resulting in rv perforation. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. High wire pressure was maintained throughout the remainder of the procedure, however, no wire push to gain height was performed. Patient was not converted to surgery due to advanced age. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
E1 telephone number: (B)(6). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. The patient had pericardial effusion in right atrium before starting the procedure. During positioning of the delivery system, there was push on the guidewire, and an apical right ventricular perforation occurred. Before the perforation the guidewire was anterior and the delivery system was in central position. A pericardial puncture was done, however, patient passed away.